Manufacturer narrative:
No product was returned for investigation. A review of the device history record was not possible since the batch number is unavailable. Based on the information provided to abbott, the reported cardiac perforation could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event was requested but not received.

Event description:
Related manufacturer reference: 2030404-2020-00039, 2182269-2020-00053, 2030404-2020-00040, 3005334138-2020-00223. During an left ventricular premature ventricular contraction procedure, a cardiac effusion occurred. Following the procedure, the patient was hypotensive for several hours. An echocardiogram confirmed the effusion for which a pericardiocentesis was performed to stabilize the patient. The cause and location of the effusion is unknown. The patient was stable and discharged. There were no performance issues with any abbott device.